Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that both radio frequency (rf) programmer heads were non-functioning. Each rf head was attempted on a different programmer without resolve. The rf heads have been replaced and are expected to be returned. No patient complications have been reported as a result of this event.